Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that the right atrial lead and right ventricular lead both exhibited failure to capture. During the procedure, when trying to release the electrodes from the generator, the wrench turned falsely and did not let go. The doctor even tried to break the screw to loosen it, but he couldn't either. So as the electrodes had fallen and would need to be repositioned, he pulled and removed the system completely. And preferred to replace it with a new system. There were no patient consequences.

Manufacturer narrative:
The reported event of difficulty untightening the setscrews was confirmed. Analysis revealed that the physician/user was making incorrect wrench insertions into the setscrew insets. The incorrect wrench insertions stripped and damaged the setscrews. The wrench tip was also damaged by the incorrect wrench insertions. Using the damaged wrench to untighten the damaged setscrews made them difficult to untighten. The problem is related to the user¿s incorrect use of the torque wrench.

Manufacturer narrative:
The adverse event and required intervention for b1 and b2 respectively should have not been checked as this event did not cause a serious injury to the patient. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.